Event description:
Baby delivered via vacuum extraction in a vaginal delivery, 12 assists position: occiput posterior. Diagnosis: subgaleal hematoma. Transferred to another facility for level iii care.